Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely the event of insufficiently or incorrectly reprocessing the device was caused by human error. Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported on behalf of the customer, two (2) scopes were insufficiently or incorrectly reprocessed and used for a procedure. Error message e99 (replacement delayed too long or too many uses) occurred when trying to reprocess the evis lucera elite gastrointestinal videoscope and the evis lucera elite gastrointestinal videoscope in the oer-4. Error message e74 (disinfectant was not supplied to equipment) occurred while releasing and preparing the disinfectant and error message e72 (disinfectant could not be discharged) occurred while discharging the disinfectant. The facility did not carry out an acecide-c high level disinfectant concentration check. The scopes with an unconfirmed acecide-c high level disinfectant concentration were used for procedures. No patient harm reported. This complaint is related to patient identifier (B)(6) (evis lucera elite gastrointestinal videoscope).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.